Manufacturer narrative:
A boston scientific technical services consultant informed the caller that we do not support this device, but could likely decrease the rv sensitivity as there could be a lead problem. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. Noise was noted on the right ventricular (rv) channel. The caller was inquiring about programming options. This patient has a competitive device. No adverse patient effects were reported.